Manufacturer narrative:
(B)(4). The sample was evaluated at the customer site. The alarm history review and visual inspection confirmed that the device had experienced the reported alarm. It was determined that the root cause of the alarm was a defective door magnet. To correct the issue, the door magnet was replaced and the device was returned to good working condition. If additional relevant information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that a flogard infusion pump was experiencing a "door open/close clamp" alarm. This occurred when the pump was powered on. There was no patient involvement reported. Additional information was requested and is not available.